Event description:
It was reported that this right ventricular (rv) lead was partially abandoned due to the pacing or rate or sense portion of the lead failed. The defibrillation portion of this rv lead was used with the new device. This rv lead remains in place with one head capped and replaced with a different lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.